Event description:
The user facility reported a 60-year-old male undergoing coronary artery bypass grafting was implanted with an impella cp device for mechanical circulatory support. While on support, the heart pump catheter in the patient had migrated back into the aorta with the pigtail across the aortic valve. After failed attempts to advance the catheter back into left ventricle the impella cp was explanted and the patient was successfully implanted with another impella cp device.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.